Manufacturer narrative:
Investigation conclusion; tested 4x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Root cause; cannot determine with retains. Source: email.

Event description:
This report was received through a nursing home survey conducted by the ahca. Reported 2 false positive sars result for one patient. The patient's symptomatic status is unknown. This report is to indicate one of the false positive instances, and another report will be filed for the other instance (1 of 2). The nursing home communicated that the result was confirmed negative by molecular (pcr testing).